Manufacturer narrative:
The patient will continue to be monitored. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after approximately 13 months of support, the patient was re-admitted due to gastrointestinal (gi) bleeding. The source of bleeding was found in the mid-jejunum and the site was cauterized. Asa medication was discontinued.